Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead couldn¿t fix well after repeated attempts. It was noted that the lead ¿head wear was worn¿. It was also reported that the sheath of the catheter was fractured. The lead was not used, and another lead was implanted. The catheter was not used and replaced. No patient complications have been reported as a result of this event.